Event description:
The customer was hospitalized for dka. Troubleshooting was performed. The pump has a crack on the lcd screen. The device was dropped a day prior to the admission. Explained the two high bg rule. Advised to disconnect and remain on backup plan of manual injections as pump is damaged.